Event description:
It was reported by the patient that following a generator change out they are experiencing a feeling like a roomba in their abdomen and it was jumping all over and that they were having to beath half breaths with the contracting in their abdomen. The ipg remains in use. No further patient complications have been reported as a result of this event. It was further reported by the patient that their "diaphragm contracts constantly". The ipg was reprogrammed and remains in use. It was also reported by the patient that the physician performed an echo and an electrocardiogram (EKG) and they patient was "in trouble and it was all of a sudden an emergency. I had alot of symptoms...I'm still symptomatic and I can't breathe".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.